Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/03/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last bolus delivery was performed on (B)(6) 2013; a replace cartridge alarm occurred on this date at 21:33 and deliveries were never resumed. The total daily dose history is appropriate in relation to the user programmed basal rates. There was no abnormal use or issue observed in the black box data. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump successfully passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that in (B)(6) 2013, the patient experienced hyperglycemia while on pump therapy. Reportedly, the patient¿s blood glucose (bg) reading was at 560 mg/dl with nausea and vomiting. It was reported that the patient was treated with intravenous fluids and insulin via pump by health care professionals at the hospital. The patient allegedly discontinued pump therapy with no information provided regarding any adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. Because the event happened over a year ago, the reporter was unable to provide any information regarding potential causes for inaccurate deliveries, bg issues, or perceived inaccurate deliveries. Trouble shooting was not able to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.